Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Approximately 7 years and 10 months have passed since the device was manufactured. Omsc surmised that the reported phenomenon occurred since the primary decompressor of the subject device was broken due to aging degradation.

Manufacturer narrative:
The subject device was returned to the olympus local service department. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the olympus local service department, it was found that maximum gas supply does not reach the standard due to a failure of the primary decompressor. Other detailed information was not provided. There was no report of patient injury associated with the event. This device is an olympus asset.